Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes educator reported via phone call on behalf of customer that the customer was hospitalized due to blood at site on unknown date. The customer blood glucose level was 159 mg/dl. Diabetes educator reporting sensor alerts reoccurring and would like to have transmitter replaced. Customer would not like to continue troubleshooting. Customer did receive a sensor updating or sensor glucose value not available alert. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer stated she inserted a sensor and had blood at the site. Customer states the site was actively bleeding. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The case was reported in error.